Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6068-25tl was received for investigation. The returned device was visually inspected, and not issues were found. Functional testing of the nitinol wire moving forward and backward inside the device encountered no resistance, indicating that the device is operating as expected. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available, and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-25tl 25°, tight curve, left, quickpass, had a lasso that was stuck or caught on something on the inside. This was discovered during an unspecified procedure, with no patient harm reported.